Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): 4 incidents with blocked pumps. Device filled with fortum.

Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.